Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the wire interacted with the patient¿s moderately calcified lesion, resulting in difficulty during advancement and removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a moderately calcified, left anterior descending artery. The ht balance middleweight universal ii guide wire was attempted to be advanced; however, got stuck with the vessel not allowing to device to move forward. An attempt was made to use an unspecified extension guide; however, still unsuccessful. Therefore, an non-abbott guide is used to continue the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.